Event description:
The customer reported the extension set connects poorly to the microclave; leaking has occurred at the connection. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.